Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample and multiple photographs depicting the chamber of the set were provided for evaluation. Visual examination of the photographs noted that foreign material was present on the filter inside of the blood filter housing assembly. The physical sample was evaluated and was noted to have foreign material present in the same location as depicted in the photograph. However, the sample was inadvertently discarded during year-end maintenance performed in our pir investigation lab. All information regarding this complaint was forwarded to our supplier for further investigation. Per the supplier investigation, the exact root cause of the foreign material was unable to be determined. The supplier performed a batch review, and no potential root causes were identified. B. Braun performed a four-year historical review against item nf5140, and it was noted that no other instances of foreign material were reported. Subsequently, a four-year historical search against the purchased part was performed, and no other instances of foreign material have been reported against the purchased part. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The device involved has not been received for evaluation, and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility, "a brown spot was found on the filter portion of the material."